Event description:
The customer returned the thunderbeat to the service center for a separate issue. During olympus¿ device analysis it was indicated that the thunderbeat's tissue grasping insulation pad was peeling and lifting. There were no reports of patient involvement.

Manufacturer narrative:
Date of event is unknown. Additional information will be provided if available. The device was returned to olympus for inspection when the reportable malfunction was observed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the issue was attributed to deformation problem due to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.